Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resets) has been confirmed. Upon investigation the battery charger/modem reset. The cause for the failure was isolated to a thermally damaged q1 current-controlling transistor and a corrupted u13 cmos flash microcontroller on the bedside pca. In addition, there was liquid contamination of the battery board. The root cause for the thermally damaged q1 transistor and corrupted u13 microcontroller could not be positively identified. The root cause for the liquid contamination was the ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the battery charger/modem resets.